Event description:
It was reported the device does not turn on. The battery contact was found defective. It was also reported the device housing does not have screws and cannot place new screws. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Battery contacts are contaminated and compressed. It appears battery contacts were removed and improperly reinserted. Battery flex is corroded and has been modified (solder added to the torn flex). Three case screws are missing. Upper and lower cases are broken and corroded. Battery release, battery drawer, heart lead flex, main printed circuit board, and lcd (liquid crystal display) are contaminated. Ring cover, side bail covers, ring bail , and side bails are missing. Lead flex cover is corroded. Keyboard is scratched. Encoder flex is out of specification.